Event description:
Event description this ventak mini implantable cardioverter defibrillator (ICD) was implanted, even though the patient's defibrillation thresholds were higher than the ICD + safety margin could convert. The physician had determined that the patient could not tolerate further testing at that time, so the ICD was left implanted. A few days later, the ICD was retested, but when the pocket was opened, the ICD header was found to be filled with body fluid, so the ICD was replaced.